Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number 0010302, lot number huvf1829 was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6)2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huvf1829 was implanted to repair the hernia defect. (B)(6)2012: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was found and reduced. A ventralex patch was placed in the abdomen and secured to the fascial edges using suture.¿ (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent removal of mesh. Per operative notes, ¿the mass was found to be instead of being incarcerated fat it was the foreign material, and this material was removed. It was also noted that there was small bowel adherent to the undersurface of the mesh and the small bowel was separated from the mesh.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.